Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. The customer also mentioned other low blood glucose values such as in the range of 40 mg/dl, 38 mg/dl, 39 mg/dl, 51 mg/dl, 43 mg/dl. The customer treated low blood glucose value with orange juice. Insulin pump was not on auto mode. Insulin pump was giving too much insulin. The insulin pump and reservoir will not be returned for analysis.